Event description:
Customer reported that she was hospitalized in intensive care unit due to high blood glucose and ketoacidosis. The blood glucose reading was 300 mg/dl at the time of admissions. Customers stated that she needs her sensors to manage her blood glucose properly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.